Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) regulator blew off the fill assembly during preventive maintenance performed by a getinge field service engineer (fse). There was no patient involvement and no no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: to fix the issue the getinge field service engineer replaced fill assembly, pim, and missing p-clip. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of the investigation. The initial reporter named is a getinge employee whose contact details are different than that of the event site. The poc at the event site: (B)(6).

Event description:
N/a.